Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 due to a broken clavicle plate. A new clavicle hook plate was during the revision surgery. The original plate was implanted on (B)(6) 2015. The patient status/outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The first surgeon implanted a clavicle plate that was used for the distal type fracture but it didn't get the proper fixation and therefore, malfunctioned. After a follow-up appointment a few weeks later it was noticed that there was delayed healing of the bone. The second surgeon decided to implant a new clavicle hook plate. The patient status outcome is unknown.